Event description:
It was reported that following the initial treatment with a urethral bulking implant, the pt developed problems with urinary retention. A cystoscopy was performed. Extruded material and stone encrustation were observed. The extruded implant material and stone encrustation were removed. The pt was described as stable. No further complications were reported.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. Treatment related adverse events reported during clinical studies include bulking material injected in the bladder. This occurred in 4% (7) of 174, clinical study pts. Most treatment related adverse events occurred within 24 hrs of treatment and subsequently resolved within 30 days. Labeling states if residual implant material is visible outside the injection site, use the cystoscope sheath or the injection needle tip to gently work the material free. Remove the axcess material or allow it to be flushed out with the irrigation fluid.